Event description:
Patient reported being diagnosed with a neurological disorder " other - add", no treatment or surgical intervention indicated. Healthcare professional additionally reported exchange due to patients concern with product, device has been explanted. This record is for the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/24/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of add is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from texture to smooth.